Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 05/2019.

Event description:
It was reported that during treatment in the common iliac via common femoral, after four minutes of activation, the distal tip of the recanalization catheter allegedly separated from the catheter still holding the tip intact. There was no reported patient injury.